Event description:
It was reported that during pre-surgery, it was observed that the foot control device would not lock the muffler and had an oil leak. It was not reported if there were any delays to a planned surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the pre-test could not be performed because the muffler would not lock in. Therefore, the reported condition of would not lock muffler was confirmed. However, the oil leak could not be confirmed because the muffler would not lock in. The assignable root cause was determined to be damaged due to dropping, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.